Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and inappropriate shocks due to noise on the right ventricular channel. The patient also experienced an odd feeling in the chest along with tiredness. The noise could be reproduced in clinic with isometric testing and pocket manipulation. A header issue on the defibrillator was suspected as the noise was also noted on the older lead. The device was reprogrammed. The patient was in stable condition post programming changes.